Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a no delivery alarm. She stated that she changed the infusion set and received another no delivery alarm. The customer stated that the tubing was bent and was advised to avoid strain on tubing to prevent bends and kinks. The customer's blood glucose level was 500 mg/dl. The customer did not treat for high blood glucose the customer said she would call back if problems persisted. The customer stopped using the device and instead used a back-up insulin pump. No device was returned for analysis.